Event description:
It was reported that the customer received a motor error alarm. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
The insulin pump is unable to prime during the prime/a33 test due to protruded loose drive support disk. No motor error alarm, motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.